Event description:
The customer reported the system turns off and on during use. It reboots on the touchscreen and the ipc 1000 stays on. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found a problem with the lpt62m power supply. He replaced the powers lpt62m power supply broken. The system operates as intended.